Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during a cold incision procedure performed on (B)(6) 2025. During the procedure, the snare could not fully extend, preventing complete capture of the polyps. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned captivator snares was analyzed, and a visual inspection, which revealed kinks in both the working length and wire at the proximal section. During functional testing using a 10-inch loop fixture, the device was extended and retracted; however, the loop failed to extend properly. On the other hand, continuity and electrical tests were performed, and the device was found to be within specification. No other problems with the device were noted. The reported event of the device being unable to cut was not confirmed. Upon analysis, these issues likely resulted from improper handling and manipulation during use. Excessive or careless manipulation may have contributed to the observed damage. Although "loop failure to cut" was reported, product analysis revealed that the device passed both continuity and electrical tests and was within specification. However, since the device cannot be functionally tested under anatomical or procedural conditions that replicate the actual use environment, this reported issue is classified as "no problem detected." Product analysis confirmed kinks in the working length and wire, which prevented the loop from extending properly. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
H6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during a cold incision procedure performed on (B)(6) 2025. During the procedure, the snare could not fully extend, preventing complete capture of the polyps. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.